Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump error 63 confirmed in pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. No pump error 82 alarm noted during testing however, pump error 82 alarm was found in the formatted history file and isolated to the motor. The motor was tested outside of the pump and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer reported they were able to clear the alarms. Customer stated they were able to rewind the insulin pump. Customer was perform displacement test and it was pass and self test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.